Event description:
It was reported that a patient's lead was explanted due to the lead poking through the skin. The implanting physician was contacted for a medical assessment, but the physician stated that they were unsure of the cause. The device was removed and there have been no further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.